Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 01nov2024, 08nov2024, 15nov2024, and 21nov2024 to obtain patient information from the time of the event, information on troubleshooting performed, confirmation of a part order, part replacement, and resolution. No response or further information was received from the authorized service provider (asp) or key market. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that was a low air pressure alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.